Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the handle was kinked in packaging and there was excess glue inside the handle. During the procedure, the capsule attached to the esophagus but failed to detach from the delivery device. A second handle was used, which also had glue inside, but was ultimately successful in deploying. The physician was able to dislodge the capsule from the handle by pushing on it with a scope. There was no patient or user harm.

Event description:
It was reported that the handle was kinked in packaging and there was excess glue inside the handle. During the procedure, the capsule attached to the esophagus but failed to detach from the delivery device. A second handle was used, which also had glue inside, but was ultimately successful in deploying. The physician was able to dislodge the capsule from the handle by pushing on it with a scope. There was no patient or user harm. Lubrication was used to facilitate the placement of the capsule.

Manufacturer narrative:
D10 concomitant product: fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#63882f) additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4(UDI), e1(prefix), g3, h3 h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned; however, a photo was provided for evaluation. Visual inspection of the photo confirmed that the device lot number matched the complaint lot number. The image showing glue inside the handle indicated that the amount was not excessive and was within manufacturer specifications. The photo also confirmed the presence of a kink in the handling device. It was reported that the device failed to detach from the delivery system during use. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device was damaged in the package and failed out of the box. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.